Manufacturer narrative:
B5: additional event information provided.

Event description:
Pump has since been explanted and device is not available for return. Explant date was not provided.

Manufacturer narrative:
Corrected information has been provided in d4. Difficult to advance : the cause of the delivery issue was determined to be patient condition related to the patient¿s artery being too small.

Manufacturer narrative:
D1. Brand name updated. D6b. Explantation day, month and year added.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. Axillary cutdown performed, graft sewn in normal fashion. Able to pass wire/catheter across valve and exchanged for 018 in normal fashion. At time of pump entry, physician requested to insert device with elbow facing towards feet. Difficulty passing through anastomosis. At this time, pump was removed and re-angled with elbow facing head. Pump would still then pass. Physician applied significant force. Inquired about likelihood of wire kinking. Physician said it is not (kinking) except artery being too small. Continued to apply excessive force and finally got catheter across valve. Wire removed and impella turned on. Waveforms and flows appropriate. Patient returned to ICU.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device (d6b explant date documented in follow-up 2 report with d6a implant date were repopulated).